Manufacturer narrative:
Additional clarification was received from the reporter: the balloon was not inflated prior to the procedure; after the balloon dislodged it was recovered through an arteriotomy.

Event description:
As reported, during the procedure the balloon was no longer attached to the catheter. The surgeon explained to the sales representative that during the insertion of the fogarty the balloon was fine. After inflating the balloon and pulling back the catheter the balloon was no longer attached to the catheter and the balloon was left in the arteries. He had to open the patient to recover the balloon. The patient is doing fine now.

Manufacturer narrative:
One fogarty catheter, model no. 120803f was received without the packaging. The reported defect was confirmed; the balloon was no longer attached. The evaluation included visual examination and notation of any observed abnormalities such as damaged, incorrect or missing components. The balloon was found to be missing or torn away completely between the proximal and distal windings. The spring tip had been stretched. This condition may occur when a pull force of 0.7 lbs (per IFU) has been exceeded and/or if calcification was encountered during the procedure. There is no damage to the balloon windings or catheter body. Although the reported defect was confirmed, there was no evidence of a manufacturing defect found during the evaluation. Review of the available information suggest that procedural factors may have contributed to the event. No actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.